Event description:
Related manufacturer reference number: 2017865-2022-15545. It was reported that patient presented for device replacement procedure. Prior to procedure, it was found that patient's atrial and right ventricular lead exhibited noise oversensing. Insulation damage was also noted on the atrial lead. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise oversensing was confirmed. As received, a complete lead was returned in one piece. Final analysis found an external insulation abrasion was found at the proximal region of the lead breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.